Manufacturer narrative:
The device was received by the manufacturer for evaluation. During the evaluation, the reported issue was confirmed. The sd1 had no output signal which was causing the second monitor to not receive an image. A faulty circuit board was found. The faulty parts were replaced, the monitor was repaired and returned to the user facility.

Event description:
The user facility reported that there was no image, that the sd1 had no output from the high definition lcd monitor. No additional information was provided.